Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had perforated causing pericardial effusion. The rv lead also exhibited high thresholds. The right atrial (ra) lead had dislodged. The rv and ra leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.